Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high ca2 calcium gen.2 result for one patient sample from the cobas integra 400 plus analyzer. The initial result was 16.53 mg/dl. The sample was repeated nine times with results between 9.24 and 9.43 mg/dl. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 30098201 with an expiration date of 28-feb-2019. A general reagent problem could be ruled out as calibration and qc were acceptable. Based on pictures of the suspect sample and errors in the analyzer alarm trace, a preanalytic issue was suspected. The investigation was unable to find a definitive root cause.